Manufacturer narrative:
An initial visual examination noted that the device was returned partially deployed by about 1.5cm. No visible damage was noted to the catheter delivery system. The deployment suture was retracted without issue, and the stent deployed as intended. No issues were noted with the stent's profile. The condition of the returned device was not consistent with the complaint event. Therefore, the most probable root cause is related to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used to try and treat a stenosis within the bronchus of a patient on (B)(6), 2010. According to the complainant, after half of the stent had been deployed, the physician felt resistance while pulling on the deployment suture; the stent could not be completely deployed. The physician was able to safely remove the device from the patient and use another ultraflex stent to complete the procedure. The physician noted that the delivery system bowed when additional force was applied to the deployment suture, and that the suture was not caught on anything. The stenosis was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent system was used to try and treat a stenosis within the bronchus of a patient on (B)(6), 2010. According to the complainant, after half of the stent had been deployed, the physician felt resistance while pulling on the deployment suture; the stent could not be completely deployed. The physician was able to safely remove the device from the patient and use another ultraflex stent to complete the procedure. The physician noted that the delivery system bowed when additional force was applied to the deployment suture, and that the suture was not caught on anything. The stenosis was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.